Event description:
The account reported that the infiniti diagnostic catheter broke in half inside an unknown patient during use on an unknown date. The cardiologist was able to go in and retrieve the separated segment of the catheter, and the patient suffered no untoward effects from the event. Additional information has been requested, but has not yet been forthcoming.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A letter and the 2nd page of a voluntary medwatch were also received along with the product. Please note that the uf/importer report number listed on the voluntary medwatch received is (B)(4). The number does not appear to be in the correct format and also appears incomplete. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The account reported that the infiniti diagnostic catheter broke in half inside the patient during use. The cardiologist was able to go in and retrieve the separated segment of the catheter with a snare, and the patient suffered no untoward effects from the event. No further information has been obtained with multiple investigative efforts. One non sterile 4f diagnostic catheter, separated into two pieces, was received coiled inside a plastic bag. The separation was observed in the catheter's body. No separation was observed at any of the fuse points. One of the separated pieces presented twirling at the point of separation. Stretching or elongation marks were not detected throughout the length of the body in this piece. The second separated piece was received lodged by a non-cordis device. Stretching was visually detected at the point of separation. No other anomalies were found. In addition to the diagnostic catheter, two non-cordis devices were received inside the same plastic bag. The catheter outer and inner diameters were measured in the separated pieces, throughout the length of the body, and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter separation into two pieces (broke in half) was confirmed. The exact cause of the separation could not be conclusively determined. There is no indication that the separation is manufacturing related; however, there is evidence of twirling at the extremes of the catheter body where the separation occurred. Due to the lack of clinical/procedural factors, no definitive conclusion can be made regarding the event. However, based on the analysis of the returned device, procedural factors resulting in application of extreme torsion and possible tensile force, may have contributed to the reported event. Therefore, no corrective/preventive actions will be taken at this time.